Event description:
A patient reported blood glucose results of 94 mg/dl, 134 mg/dl, 76 mg/dl, 81 mg/dl, 114 mg/dl, 91 mg/dl, 95 mg/dl and 114 mg/dl with a lifescan meter, performed within 10 minutes of each other. A check strip test was performed and the result fell within specifications. Meter and test strips were replaced.